Manufacturer narrative:
The following fields were corrected. D10: device available for evaluation?: no. D10: returned to manufacturer on: na. H2: device return to manufacturer? No. H6: investigation summary one photo sample was provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2012008. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. A project has been initiated to further investigation and reduce any damage on our products. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 50ml ll was broken. This occurred on 2 occasions.the following information was provided by the initial reporter: a report of material defect for 2 syringes with broken tips.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll was broken. This occurred on 2 occasions. The following information was provided by the initial reporter: a report of material defect for 2 syringes with broken tips.